Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: one pump was returned for analysis in used condition. The reported complaint was duplicated during functional testing. The cause was due to worn out clutches. Visual inspection found plunger left case screw hole broken. Replaced plunger assembly kit and clutches. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device is consistently giving a "travel course error - check clutch/plunger level" error message. It was unknown if there was patient involvement.